Event description:
The staff was transferring the resident from chair to bed. They hooked up an mla sling, raised the patient to a height of 36 inches to clear the chair. About 6 feet away from the chair, they started to turn the resident in the lift to the positioned properly in bed, when one side of the sling let go. The resident fell straight to the floor, landing on her bottom, then fell back and hit her head. No specific injury or treatment information was reported.

Manufacturer narrative:
The manufacturer indicates that the lift and the sling were found to be in good condition and worked as intended. Internal testing indicates that there is a possibility this kind of event can occur if one of the following conditions are met: a loop of the sling is not properly installed within the hook of the lift; or the transfer is initiated without any verification of the sling attachment; or a loop of the sling is installed on the security flaps and not installed inside the hooks. The manufacturer has concluded that the cause of the event was user error, due to the sling not being properly installed on the lift hooks. The manufacturer recommends that operators of this lift be retrained to the operating and product care instructions and reminded to only use arjo slings on arjo equipment.